Event description:
During a regular f/u, physician checked episodes stored in pacemaker's memories. For one of them, it was not possible to display egm and markers chain corresponding to the episodes, and an error message was displayed by the programmer. An explantation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis pending.